Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient ¿always experienced inflammations when doing pd treatment¿. The site of the inflammation was not reported. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. On an unreported date dianeal therapy was discontinued. At the time of this report, the patient was recovered from the event. No additional information is available as the reporter declined to provide any further information.